Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the ring around the reservoir broke and reservoir cannot stay in the reservoir compartment. The customer's mother reported that the her son had high blood glucose of 25.6 mmol/l at the time of call. The customer's mother reported that her son gave a correction with the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back up plan for manual injections. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing reservoir tube retainer or o ring. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to missing reservoir retainer or o ring.